Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). Clot detection errors were observed on the immulite 2000 xpi system at the time of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. System alignments were checked, and no issues were found. Dispensing and water tests were also carried out, which showed expected behavior. Quality controls (qc) recovered in range. It was found that on several occasions, the recommended maintenance was not performed by the customer. The cause of the event is use error. The system is performing according to specifications. No further evaluation of this device is required.

Event description:
A customer reported that two falsely low insulin-like growth factor-1 (igf-1) results were obtained on two patient samples on an immulite 2000 xpi system. It is unknown if the erroneous results were reported to the physician(s). The samples were repeated for igf-1 four days later and the results recovered higher. The higher results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely low igf-1 results.